Manufacturer narrative:
The disposable pressure transducer involved in this case was received by our product evaluation laboratory for a full evaluation. The report of foreign particle in tubing was confirmed. Two unknown dark brown particulates, approximately 58 cm proximal from pressure line distal male connector was observed inside pressure tubing. The particulates, were approximately 0.3" x 0.1" and 0.1"x0.1" respectively in size, attached to the inner wall of pressure tubing. The particulates stayed at the same location on pressure tubing after 5 minutes of continuous flushing. Based on further chemistry analysis performed, the ir spectrum of both unknown materials showed similar absorption characteristics when comparing to poly(vinyl chloride) like material. An engineering investigation will be performed in order to consider any potential factors that may have contributed to this complaint.

Event description:
As reported, during the setup before use in patient of this disposable pressure transducer (dpt), there was a foreign particle in the tubing. There was no allegation of patient injury. Patient demographics were not available. The device was available for evaluation.

Manufacturer narrative:
Further investigation was completed by the engineers in the manufacturing site. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. It was determined that this issue was potentially related to the supplier process; therefore, the supplier has been notified in order to perform an investigation to avoid the recurrence of this issue. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.